Event description:
It was reported, the patient complained of worsening symptoms due to electrode detachment from the stomach wall. It was noted an x-ray revealed tangling wires around the implantable neurostimulator (ins). Namin f, et al. Gastric electrical stimulation: who are the best candidates "what are the results" pract gastroenterol 2005;xxix(9) :23-38.

Manufacturer narrative:
Product ID, 8840 lot# serial# unknown, product type programmer, physician product ID, 4351-35 lot# serial# unknown, product type lead product ID, 4351-35 lot# serial# unknown, product type lead. (B)(4).